Event description:
Additional information stated that the patient's device was calibrated based on symptoms; device was on and functioning at prior settings. Impedance tests also returned "normal." It was also reported that the gastroparesis exacerbation was "not due to neurostimulator." Patient recovered with no injury.

Event description:
It was reported that the patient had been using a bone growth stimulator for about a week. The patient had felt nauseous for the past several days. It was noted that the patient had a call into the healthcare provider to determine if the stimulator had been turned off. Additional information was requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 435135, serial# (B)(4), implanted: (B)(6) 2009, product type lead; product ID 435135, serial# (B)(4), implanted: (B)(6) 2009, product type lead. (B)(4).